Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, four weeks post-mastectomy and breast reduction, the patient experienced suture line swelling and exhibited dehiscence. The suture was removed to resolve the issue.